Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This complaint is being reported because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the large hem-o-lok clip applier instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the instrument log for the instrument associated with this event was performed. Per the logs, the instrument was last used on (B)(6) 2020 on system sl0273. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the large hem-o-lok clip applier fell inside the patient. All fragments were retrieved during the same procedure, and no additional surgical intervention was required. However, unintended fragments falling inside the patient could cause or contribute to an adverse event requiring surgical intervention. At this time, it is unknown what caused the instrument breakage to occur. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted liver biopsy surgical procedure, there was an issue with the locking mechanism of the large hem-o-lok clip applier instrument. The clips could not close properly. It was alleged that a fragment fell inside the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 4/22/2020 and obtained the following additional information: the patient is doing fine. The issue was that the clip applier was loose. The procedure was delayed, but completed without any problems.

Manufacturer narrative:
Additional information can be found in the follow sections: d10, g4, g7, h1, h2, h3, h6, and h10. 4315- intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2020 and (B)(6) 2020 and obtained the following additional information: when the clips were inserted into the large hem-o-lok clip applier instrument, the clips came into position when they were closed. A clip, and not a fragment from the large hem-o-lok clip applier instrument, fell into the patient¿s body near the pelvis. When the clip fell, the patient was positioned upside down and the clip had fallen deeper into the abdomen. The customer changed the patient and system¿s position to find the clip and retrieve it. There was a surgical delay of no longer than 35 minutes. The issue did not occur during a critical step of the procedure and the patient was not harmed. Isi received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was placed on an in-house system, passed engagement and recognition tests, and moved intuitively with full range of motion in all directions. However, the clip test failed. Visual inspection found no physical damage. Based on the information provided at this time, this complaint is being re-classified as a non-reportable event. During a da vinci-assisted surgical procedure, a surgical clip fell into the patient and was retrieved during the same procedure. It was confirmed that no fragment from the large hem-o-lok clip applier instrument fell into the patient. Surgical clips are used to ligate vessels and tissue structures. The shape of the clip is such that its edges are not sharp enough to puncture or lacerate other anatomic structures. Additionally, as the intended use of these clips are to be purposely left within the patient, additional clips that are dropped within the patient would not provide any additional risk of harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.